Event description:
X-ray table was in the upright position. Pt stood on the footboard. Tabletop drive chain broke and tabletop fell approx 6 inches. Tabletop did not come off the track. No injury to pt.